Event description:
This pt with colon cancer was recently admitted with abdominal pain, nausea and vomitting. During pt's stay, it was noted that their life port was not functioning properly. An angiogram revealed that the port was leaking. Pt was taken to surgery in 2001 for removal and replacement of the port. Pt tolerated the procedure well and was discharged the following day.